Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that his infusion set cannula site had itching and hurting which occurred on (B)(6) 2025. It was also reported that the patient had an allergic reaction to the adhesive for the cannula, therefore the patient had removed the cannula and discontinued taking the medication due to the pain. No further information was available.